Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm problem isolated to electronic assembly as per global logic analysis. Insulin pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.